Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7352721. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received, the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle contained foreign matter. No report of exposure, injury, or medical intervention.

Manufacturer narrative:
Customer returned (20) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 7352721. Customer states that the insulin turned gray and there is smeared ink on the inside. All returned syringes were examined and all exhibited dark material smeared on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. Samples were forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. On 29oct2018, holdrege received twenty (20) 0.3ml, 6mm, 31g syringes in an opened polybag from batch # 7352721. All samples are decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), similar findings to those documented during initial investigation performed at (B)(4) were noted. The affect noted on the syringe barrels is termed "smoky print" on the manufacturing floor and generally is caused by a swollen or damaged pad on the printers. As the pads are used, the ink is absorbed and causes the material to swell over time. Generally, these pads are changed at any time that they are noted to be damaged, swollen or otherwise no in good working order. (B)(4) was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 7352721 was manufactured prior to completion of implementation activities associated with this CAPA. A review of the device history record was completed for batch# 7352721. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200735897, 200736062, 200736216, 200735882] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot # 7352721. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine needle contained foreign matter. No report of exposure, injury, or medical intervention.